Event description:
On (B)(6) 2025, an impulse dynamics field representative was informed that a patient had their osm ipg and leads explanted that day. The patient had developed an infection around their implanted port-a-cath device, which had been implanted due to the patient's ongoing cancer treatment. The physician elected to explant all of the patient's implanted devices, which included an osm ipg. Hospital blood cultures identified bacteremia as the type of infection around the port-a-cath. The explanted osm ipg and leads are currently being held under quarantine at the hospital. The ipg is expected to be received by impulse dynamics USA in (B)(6) in the coming weeks to be further evaluated. There is no evidence at this time to indicate the ipg caused or contributed to the patient's infection.